Event description:
Information from clinical event summary states a patient was implanted with perigee graft in '08, she is experiencing urinary incontinence, de novo, a miniarc was implanted in 2009, still incontinent.